Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) pt has died. The pt was known to have an infection, and their device, as well as their transvenous right ventricular (rv) and OEM right atrial (ra) leads were buried with the pt. There are no known prod performance allegations against the device or leads. Dod is unavailable.